Manufacturer narrative:
H3: product analysis of product: 5330008, lot no: cn17g003 visual and optical inspection confirmed the laser weld on both sides of the handle has broken. The damage to the inserter is consistent with overload. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from healthcare provider via a manufacturer representative regarding inserter and handle used for spinal therapy. It was reported that the inserter device would not lock, and the t-handle ratcheting instrument broke. The procedure was conducted correctly according to the instructions for use, and no fragments of the instrument remained in the patient. There was no patient involved. Additional information was received from the manufacturer representative that the instrument broken due to normal wear and tear of product.